Event description:
It was reported to philips that there was a geometry fault on the allura device. The device was inside clinical use at the time of the event. No harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry can¿t move. Upon functional testing, fse found that the geo module was damaged. The fse replaced the geo module with manual. After replacement of geo module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.